Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications

Manufacturer narrative:
Event description for (B)(6) 2016 was clarified.

Event description:
On (B)(6) 2016, it was noted that the aneurysm had enlarged an unknown amount. The descending thoracic aorta was replaced with a surgical graft. The tgu454520j/143435153 was explanted, however, the proximal portions of the tgu454520j/13485285 and tgu454515j/12293023 were not explanted. The distal ends of the remaining devices were anastomosed to the proximal end of the j-shaped graft. The patient tolerated the procedure.

Manufacturer narrative:
Tgu454520j/13485285 (B)(4). Tgu454520j/14345153 (B)(4). Tgu454515j/12293023 (B)(4).

Event description:
On (B)(6) 2016, this patient underwent emergency endovascular repair of a ruptured descending thoracic aortic aneurysm using conformable gore&#59412;tag&#59412;thoracic endoprostheses (tgu454520j/13485285 at proximal and tgu454520j/14345153 at distal). After deployment of the endoprostheses, a type iii endoleak from the junction was observed. Additional touch-up ballooning was performed, however the endoleak remained. Therefore, tgu454515j/12293023 was implanted to cover the junction, and the endoleak was resolved. There was a lack of wall apposition in the proximal end of the endoprostheses, however no endoleak was observed. The procedure was concluded, and the patient tolerated the procedure. The physician considered to perform open graft replacement surgery if the patient's condition allows to do that after this emergency procedure. On (B)(6) 2016, a diameter of the aneurysm was enlarged (amount unknown). Graft replacement of descending thoracic aorta was performed. The proximal portions of tgu454520j/13485285 and tgu454515j/12293023 were not explanted, and their distal ends were anastomosed to proximal end of j-shaped graft. The patient tolerated the procedure. On (B)(6) 2016, a proximal type I endoleak was identified. A pseudoaneurysm was observed in the proximal area of the endoprostheses. On (B)(6) 2016, re-intervention was performed to repair the endoleak and the pseudoaneurysm. Ascending aorta-brachiocephalic artery-left common carotid artery-left subclavian artery bypass was made before endovascular procedure. Two conformable gore&#59412;tag&#59412;thoracic endoprostheses were then implanted. The branches of aortic arch were intentionally covered by the endoprosthesis implanted at most proximal. The patient tolerated the procedure.